Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31323615l and no internal action related to the complaint was found during the review. If the product is received at a later date, the investigation will be updated as applicable as part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with an octaray mapping catheter and an irrigation issue (device used on the patient) occurred. Flushing from octaray mapping catheter was not possible for re-mapping. Physician noticed this issue before inserting the catheter for the second time after first map. New catheter needed to finish the procedure. No consequences for the patient. Additional information was received 02-jul-2024. The suspected device for the reported flow/irrigation issue was the catheter. Was noted before inserting the catheter for final map (was already used before). No error. Issue discovered by the physician while flushing before re-inserting. No generator involved (no ablation catheter).